Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl resulting in the customer losing consciousness. Low bg cause was not known. Paramedics administered intravenous fluids and provided juice and carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.